Event description:
Per email, it was reported that patient called because he is having difficulty with his aus. He states that he has been unable to reactivate the device after it was deactivated approximately 1 month ago for an unrelated medical procedure in which he needed a catheter. He states that his dr. Has also attempted to reactivate his device without success. He has had an ultrasound of the reservoir which showed 19 ml. He called to confer on why his device is not working. He does not want to have a revision surgery. He states that the device is only 5 years old and that he was told it would last at least 10 years. Rep did let him know that it was a mechanical device and that there were many variables that need to be considered in the longevity of a device.